Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a failed battery test alarm. Customer's blood glucose was 323 mg/dl at the time of call and was treated with insulin pump and manual injection. Customer stated that failed battery test alarm was received after battery has been changed. Troubleshooting was performed and was not completed due to there is no new battery available to test the insulin pump. Customer also mentioned to have received battery out limit alert. Insulin pump is not expected to return for analysis.